Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database and the vad coordinator that on (B)(6) 2017 a "disc-like portion of the driveline popped off" from the distal end of the driveline while disconnecting the driveline from the controller. The driveline was able to be placed back on.  It was noted that the driveline connector disconnected easily from the controller by pulling from the driveline. Upon assessment, it was noted that the driveline locking mechanism was broken. The patient was admitted and a driveline splice repair was conducted on (B)(6) 2017. The pump was stopped for approximately 20 seconds. The patient tolerated the procedure well and is currently stable.  Inotropes were started. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed that the driveline connector was disconnecting easily from the controller by pulling from the driveline cable, confirming the reported event. Of note, it was noted by the site that the driveline connector issues started occurring after the patient had dropped the controller. A driveline splice repair was performed on (B)(6) 2017 to mitigate the conditions reported. Log file analysis revealed 1 vad disconnect alarm on (B)(6) 2017 at 16:13:25 indicating the driveline was disconnected from the controller. Starting on (B)(6) 2017 a total of 3 electrical fault alarms were logged. The first electrical fault alarm had a fault status '0x0200' indicating 'sys_rear_over_current_trip', the second electrical fault alarm had a fault status '0x4000' indicating 'sys_front_phase_c_open', and the third electrical fault alarm had a fault status '0x0002' indicating 'sys_motor_disconnect'. In addition, a total of 8 high watt alarms were logged on (B)(6) 2017 likely as a result of the splice repair conducted with temporary single stator operation. Two additional vad disconnect alarms were recorded on (B)(6) 2017. These series of electrical fault, high watt, and vad disconnect alarms recorded were likely as a result of the splice repair conducted. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the reported event can be attributed to the reported dropping of the controller by the patient leading to a damaged driveline connector. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to annex codes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.